Event description:
It was reported via repair work order that the zoom handles were damaged causing no functional damage but sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.